Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error alarm. The customer's blood glucose level was 447 mg/dl at the time of the incident. The customer treated with a correction bolus. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported multiple no delivery alarms. The customer reported event to be resolved by complete set change. The insulin pump will be returned for analysis.